Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were unable to use the monopolar instruments. They replaced the instrument, and the instrument cable and also tried a different socket but the issue persisted. The tse requested the customer to power down the system, turn off the vision side cart (vsc) breaker, and reseat the integrated electrosurgical unit (iesu) cables at the rear, but the issue still persisted. Logs were showing several c34 and m11 errors which were not clearing even after long power off of iesu. The surgeon needed immediate action and no further troubleshooting. The tse advised to connect the external iesu to the vsc and proceed but they were unable to find the connecter cable. The customer decided to swap with their other vsc, but biomed mentioned they have a spare iesu and will connect it instead. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the integrated electrosurgical unit (esu) to resolve the issue with error c-34. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The integrated electrosurgical unit (esu) was analyzed and found to have error c-34/monopolar not firing. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.